Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician confirmed right side rupture via ultrasound.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.3, d.6a, g.2.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g1, h6.

Event description:
Device has been explanted.